Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for accu tni and a result of 0.62ng/ml was obtained. The accu tni result was reported out of the lab. On the same day, the customer re-tested the original sample for accu tni and obtained a lower result. The repeated result was 0.07ng/ml. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specs prior to and after the event. Sys checks performed on 01/15/07, 01/23/07 and 01/29/07 were within specs. Per customer, the sample was not hemolyzed or lipemic. No instrument errors were noted by the customer. The sample was collected in a lithium heparin tube without gel and centrifuged at 3,000 rpm for 5 mins. The specimen was sampled from the primary tube. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse ran diagnostic testing and all results passed within specs. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.